Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the boot was detached from the handle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device silver metal part (appendix) of the needle came out when the needle was withdrawn. The issue was found during a therapeutic endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was completed using the same device. No patient harm was reported by the customer.

Event description:
It was reported, the subject device silver metal part (appendix) of the needle came out when the needle was withdrawn. The issue was found during a therapeutic endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was completed using the same device. No patient harm was reported by the customer.

Manufacturer narrative:
E1 - initial reporter establishment name (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.